Manufacturer narrative:
The log file of the suspected device was checked by the local service organization during an on-site visit. The reported issue could be confirmed - two instances of the "system failure a008" were recorded in the logs, one for the date of event and the other one for the following day. The type of error indicates that the supervisor function has detected a significant deviation between the set motor blower speed and the measured one. To protect the patient from unwanted output the device is designed to force a shutdown of automatic ventilation and to alert the user by means of a corresponding high-priority alarm. The parts that can be put in causal connection to the event - motor blower, the dedicated control board and another pcb have been replaced. Upon return to the manufacturer all parts have been installed into the periphery of a lab device which was then subject to a long term test under varying operational conditions. It was however not possible to provoke the error condition again nor was any other deviation observed during the tests. Finally, the cause for the deviations in rotation speed remains unknown. Dräger concludes that the device behaved as specified for this condition; the automatic ventilation was shut down to protect the patient and the user was alerted to this condition. During this time an emergency breathing valve would open allowing for spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. All relevant parts have been replaced and the device is back in use w/o further problems reported to date. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to initial MFR. Report #9611500-2019-00096.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that the device posted "system failure a008" during use. No patient consequences reported.